Event description:
Follow up information identified the trial lead was removed (B)(6) 2017.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017 and once she was discharged from the hospital she experienced severe leg pain the patient was advised to go to the ER. Follow up information identified the physician stated the patient had neuritis and she was given a steroid injection and prescribed oral antiinflammatory medication.